Event description:
During a laparoscopic cholecystectomy the outer gaskets on the trocars tore and were leaking pneumoperitoneum. This happened with four 355lds and one 512b trocars. Three of the 355lds were from a kit. There was no consequence to the pt.